Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged te) was isolated to the cable connecting ECG "a" and ECG "b" being pulled from the strain relief at the distribution node (dn), damaging the dn to rear te cable. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's te cable was damaged.